Event description:
It was reported that the rack pushrod on the pump was missing, which resulted in the inability to load cartridges. There was no reported adverse impact to the customer's blood glucose level. No further information was available.